Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. There was t-wave oversensing (twos) exhibited with the right ventricular (rv) lead. In addition, the atrial tachycardia/atrial fibrillation (at/af) anti-tachycardia pacing therapies had been previously disabled because they caused an accelerated ventricular rate. The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.